Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator site while charging. The patient described the pain as an intense pressure and throbbing sensation like two hard objects pressing against each other. The physician assessed that the ipg was loose in the pocket site presumably due to non-device related weight loss. It was noted that the ipg can be felt prominently. The patients system was optimized however the issue persisted. The patient underwent an ipg pocket revision procedure. The patient was doing well postoperatively.